Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The olympus representative reported the colonovideoscope was found to not be fully dried during inspection. The scope was received by the representative for an upcoming demo when the issue was found. The representative noted the remaining fluid in the channels was tap water, which could contain bacteria. No microbial sampling was done and no cleaning, sterilization and disinfection procedure was done. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Correction to h3, h3 was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, one of the following is likely: - work at the water drain process may have been inadequately. - there was defect in jig that was used in the water removal process, air pressure was not within the specification value, and others. The following is included in the device IFU: ¿improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk.¿ ¿when aerating the endoscope channels, the air pressure used for manual drying should be 0.2 mpa or more but less than 0.5 mpa (=2 and <5 kgf/cm2, =29 and <72 psig). Higher pressures may cause damage to the endoscope.¿ olympus will continue to monitor field performance for this device.